Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that all conductors were distorted, there was blood/body fluid on all conductors (not obstructed), all conductors were melted, the outer insulation was melted, and there was apparent explant damage.

Event description:
It was reported that the patient experienced (B)(6) bacteremia subsequent to implant. The lead was removed. No further patient complications have been reported as a result of this event.